Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that bed exit and the scale were not working. There was pt involvement; however, no adverse consequences were reported.